Manufacturer narrative:
(B)(4). The complainant facility returned one (B)(4) dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate fmcna adapter and blood port caps. The fibers were wet with some indication of blood exposure; coagulated blood was noted between the pu (polyurethane) cut surface and the screw flange on both ends of the dialyzer. The fiber bundle was tinged from blood residue. Gross visual examination of the sample did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. Visual inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The reported complaint is confirmed as a fiber leak due to two short fibers noted within the returned dialyzer. The returned sample was subjected to a laboratory bubble point test where two steady streams of bubbles were noted originating from the cavity ID end cut surface at approximately 170 degrees and 190 degrees (with the dialysate ports situated at 0 degrees). Subsequent to disassembly, two short fibers were observed on the cavity ID end, on the circumference of the fiber bundle. The short fibers corresponded in location to the leaks observed during bubble point testing. The complaint investigator was unable to identify any additional damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked or looped fibers were identified. The inferior surfaces of the pu were then visually examined on both ends for voids; no voids were observed. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 150ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was saved by the user facility and sent back to the manufacturer for evaluation.